Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26 mg/dl. Reportedly, customer's pharmacy provided humalog instead of novolog for insulin therapy. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous therapy, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.